Event description:
It was initially reported that the patient has a seizure which lead to the patient going to the emergency room. The patient had their dilantin increased as a result. There was no comment on the relationship of the seizure to vns. Diagnostics run at a later date showed the generator were not product issues. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that it is unclear if seizure were related to vns as it may be part of the patient's normal seizure pattern. The patient has many seizures and fluctuation is part of his normal seizure pattern. Not further information was provided.

Manufacturer narrative:
.